Event description:
Sorin group (B)(4) received a report of leakage from the bottom of the dideco compact flow evo oxygenator. The oxygenator was changed out and the case was complete without further issues. Although it was reported that there was no patient injury, and the patient is doing well, the clinician administered additional antibiotics as a result of the issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the dideco compact flow evo oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). There is no 510k number for the dideco compact flow evo oxygenator as it is not distributed in the united states. However, the membrane module is representative of the membrane module used in the primox oxygenator system, which is sold in the united states. The 510(k) number of the primox oxygenator system is k050447. Sorin group (B)(4) received a report of leakage from the bottom of the dideco compact flow evo oxygenator. The oxygenator was changed out and the case was complete without further issues. Although it was reported that there was no patient injury, and the patient is doing well, the clinician administered additional antibiotics as a result of the issue. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.